Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, unexpected error message, insulin pump was giving a red light and a beeping sound, unspecified pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm with constant tone. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the motor flex connector and on the pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by three consecutive pump error 63 critical handling alarms on (B)(6) 2024 at 19:42:08 with variable (09). Pump error 63 alarm due to hardware error (line number 399 file number 32143). Pump error 3 alarm found in the pump history file/trace on (B)(6) 2024 at 19:42:08. Pump error 3 alarm due to hardware error (line number 1541 file number 2002). Force sensor zero offset within specification (22.94 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to pump error 63/3 alarm. Pump error 63/3 alarm confirmed due to hardware error. Pump exposed to moisture confirmed on the motor flex connector and on the pcba 1. Frozen screen not confirmed. Unexpected error message was confirmed. Audio/vibrate anomaly/absence of alarm was confirmed. E/a alarm unspecified was confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.